Event description:
Infusaport catheter was leaking at vein side also half way down catheter there were 2-(3-5mm) slits that developed. The catheter was tested pre-op on insertion, 3 weeks ago & was ok. (Implanted 6/17/98).